Event description:
Patient presented to the physician with an ongoing wound dehiscence at the chest incision site. Physician performed a wound vacuum procedure and prescribed antibiotics which did not resolve the issue. Physician brought the patient into the or where an infection was confirmed. Physician removed the ipg, the sensing lead, and the stimulation lead body, and closed.